Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer kept getting a repeated recoverable fault on arm 1. It was reported that every time the operating room (or) staff attempted to recover the fault, the fault would just keep returning. The surgeon ultimately elected to move arm 1 out of the way and move arm 4 in its place to complete the procedure with only three arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To address the noted 23118 errors, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The unit was tested on an in house system and failed normal mode as it triggered 23118 errors on degree of freedom (dof) 4. The original insertion chipencoder virtual absolute (cva) flat flex cable (ffc) was found to be damaged, and it was swapped with a new one and following that, the error no longer occurred. The original insertion cva ffc was re-installed, and the errors returned. The unit failed on a patient side cart fixture test platform (pftp) as it failed the insertion cva characterization test. The unit went through more testing on a pftp with a new insertion cva ffc and passed direction tests, lissajous, sensors check, sine cycle, friction test, carriage friction tests, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The insertion cva ffc will be replaced as a fix.